Event description:
A report was received that during an elective explant procedure, prior to the surgical incision to remove the device, the patient coded on the table and the procedure was discontinued. The patient was moved to the ICU and was doing well. It is unknown what intervention was administered. There were no prior implications with anesthesia and the cause of the event is unknown. No further information can be obtained.

Manufacturer narrative:
Date received by manufacturer should have been 11-dec-2018. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/24/2019 05:08 pm CT. The report number is being corrected from: 3006630150-2019-00199 to: 3006630150-2018-01368.

Event description:
A report was received that during an elective explant procedure, prior to the surgical incision to remove the device, the patient coded on the table and the procedure was discontinued. The patient was moved to the ICU and was doing well. It is unknown what intervention was administered. There were no prior implications with anesthesia and the cause of the event is unknown. No further information can be obtained.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. Model number/catalog number: sc-8216-70. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: artisan lead 70 cm.

Event description:
A report was received that during an elective explant procedure, prior to the surgical incision to remove the device, the patient coded on the table and the procedure was discontinued. The patient was moved to the ICU and was doing well. It is unknown what intervention was administered. There were no prior implications with anesthesia and the cause of the event is unknown. No further information can be obtained.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. Model/catalog description: artisan lead 70 cm model number/catalog number: sc-8216-70 serial number: (B)(4) batch/lot number: 294908 the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 11:29 am CT.the report number is being corrected from: 3006630150-2018-62256to: 3006630150-2018-01368

Event description:
A report was received that during an elective explant procedure, prior to the surgical incision to remove the device, the patient coded on the table and the procedure was discontinued. The patient was moved to the ICU and was doing well. It is unknown what intervention was administered. There were no prior implications with anesthesia and the cause of the event is unknown. No further information can be obtained.